Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The customer requested onsite service. A philips authorized service provider (asp) evaluated the device onsite and determined part replacement was necessary per the manufacturer's recommendation. The asp replaced the motor control (mc) printed circuit board assembly (pcba) and the power management (pm) pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: g1 phone number (B)(6).

Event description:
Philips received a complaint from the customer reporting a backup alarm failed message occurred on the v60 ventilator. The device was not yet in clinical use; the issue occurred during set-up. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The customer requested onsite service. The investigation is ongoing.